Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the setting of the white sheath (after the handle) broke away, and the basket could not be opened. The device was removed from the patient with no issue and the procedure was completed with another trapezoid rx lithotripter compatible basket device. There had been no stones captured/crushed prior to the alleged failure, and there was no difficulty or resistance inserting the device into the scope/patient. Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.